Event description:
A power source alert was reported by the customer, but there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by plugging the charging cable into a wall adapter, which made the pump start charging again. Tandem is sending a courtesy wall adapter and usb cable, and no further assistance was required.